Manufacturer narrative:
This MDR was submitted outside the required reporting timeframe due to delayed review of the complaint, which was part of a backlog not previously assessed by the formally designated complaint handling unit. Upon review, the event was determined to be reportable and submitted promptly. Corrective actions have been implemented to ensure timely complaint review and MDR assessment.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet bionic pancreas with a dexcom g7 sensor and a contact detach steel infusion set, with a reported blood glucose of 275 mg/dl by history and a contemporaneous sensor value of 270 mg/dl, while a fingerstick measured 219 mg/dl; the user had performed a full supply change prior to the event, and customer care instructed calibration of the sensor in the ilet and advised a repeat fingerstick in one hour with potential sensor replacement if discrepancy persisted. Symptoms included elevated blood glucose. Outcomes included user self-management with education and troubleshooting and no hospitalization. Investigation included technical support review and user-led checks of sensor accuracy and infusion site supplies. Investigation of this case revealed no confirmed device malfunction and an unclear cause of the hyperglycemia. It was concluded that the event was user-reported hyperglycemia with sensor¿fingerstick discrepancy, cause undetermined, with appropriate troubleshooting completed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.